Event description:
It was reported that this right ventricular (rv) lead was implanted less than a year, when it was explanted and replaced due to observations of increased thresholds greater than 5v and pacing not delivered when required. No adverse patient effects were reported.